Event description:
It was reported that the pt received a ppm-r stem (exact device name not reported) in 2004. Due to breakage of the stem, the pt underwent revision surgery on (B)(6) 2013. Notes: for data entry purposes, the implantation date will be entered the first day of the first month of the reported year of implantation, which will then be (B)(6) 2004.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided. Once more info is received and the device is received for investigation, an updated report will be submitted. (B)(4).